Manufacturer narrative:
One photo of the suspect check valve attached to a syringe was received. It could be observed that fluid was dripping out of the attached tubing. However, the customer complaint that lipids back up in the med lines and drip out between the back check valve and line could not be verified due to the product not being returned for failure investigation. Additionally, a device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd IV set was clogged/blocked/occluded, experienced a valve malfunction, and leakage. The following information was provided by the initial reporter: it was reported that lipids back up in our med lines and drip out between the back check valve and line.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd IV set was clogged/blocked/occluded, experienced a valve malfunction, and leakage. The following information was provided by the initial reporter: it was reported that lipids back up in our med lines and drip out between the backcheck valve and line.